Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported the secondary infusion was back flowing into the primary infusion causing the primary bag to expand. The primary infusion rate was set at 10 ml/hour and the secondary infusion's rate was set at 12 ml/hour. There is no report of patient harm.